Event description:
According to the reporter, during the laparoscopic distal pancreatectomy procedure, the surgeon clamped the tissue and tried to fire the device, however could not. The physician replaced the device with a new cartridge and the procedure was completed with no problem. After the surgery, the sales rep and the surgeon loaded the cartridge in question to the demonstration idrive device and fired the device for a trial, the firing was successful. The status of the patient is no problem.